Event description:
The home patient (hp) contacted baxter's technical service regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) unit during initial drain. The hp was connected. The technical service representative (tsr) assisted with troubleshooting and advised the hp to cycle power to clear alarm. The tsr advised the hp to use new supplies. On (B)(6) 2011, product surveillance contacted the care giver (cg) who stated the issue was resolved. The cg stated the patient was doing fine and continuing therapy without issue. Proper procedures per the user manual were reviewed with the hp. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The device was requested but was not available. The lot number was not available therefore a batch review will not be performed. Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.